Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead felt their heart rate decreased. The patient presented to clinic and was sent to the emergency room. Interrogation of the patient's device revealed the rv pacing impedance measurements had increased to greater than 2,500 ohms. Pacing threshold measurements were also noted to be high. Additionally, the lead was not sensing or capturing. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.